Event description:
Sales representative reported that this anchor stripped before being completely inserted. Another device was opened and the doctor attempted to remove the stripped anchor with this inserter tool but was unsuccessful. Surgeon then drilled around the anchor and used pliers to remove it. It was not necessary to open the shoulder. It is unknown how long of a delay was experienced however, a "significant" delay (>40 minutes) was not reported. No patient injury resulted. In 2005 the sales rep. Confirmed that the surgeon did experience a significant delay of between 45 minutes to an hour.he said after the anchor was removed the surgery was successfully completed but he was unsure if it with another twinfix. The surgeon referred to the bone quality as "good". The sales rep. Also stated that this surgeon does not pre-drill or prepare the site prior to insertion of these 5.0 anchors.